Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on posterior. Leak test and microscopic analysis were performed which identified a curved sharp opening on posterior and creases fold. Fill test inspection was performed and the result was no blockage. A dimensional measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment was a curved sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device was explanted.